Manufacturer narrative:
(B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that guide catheter was detached and became stretched. The push catheter was kinked and buckled. Also, the stent was kinked and the barb was torn. The stent was returned attached to the push catheter by the suture thread. Additionally, a microscope inspection was performed and showed that the suture hole of the push catheter was torn. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the guide catheter was detached and stretched. The stent was returned attached to the push catheter by the suture thread. It was observed that the push catheter kinked and buckled. The stent was kinked and one barb of the stent was torn. A microscope inspection revealed that the suture hole of the push catheter was torn. The guide catheter became stretched, detached and the stent attached to the push catheter by the suture thread indicates that there were problems through the process of deployment due to the guide catheter couldn't be pulled out correctly in order to deploy the stent. These issues may be related to some difficulties provided by the kinks and buckles on the push catheter; once the push catheter had those issues, the guide catheter presented difficulties to be pulled out and took the user to apply an extra force that detached part of the guide catheter. As consequence of these conditions and the action of trying to deploy the stent the suture hole of the push catheter got torn and the stent was affected as well being kinked and tearing one barb of it while attempting to release it. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an flexima plus biliary stent was used during a procedure performed on (B)(6) 2021. During the procedure, it was noted that the stent failed to deploy. The procedure was successfully completed with a different size of flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury. Investigation results revealed that the stent barb was torn and guide catheter was detached, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Block h6: medical device code a0414 captures the investigation results of stent barb torn. Medical device code a0401 captures the investigation results of guide catheter detached. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that guide catheter was detached and became stretched. The push catheter was kinked and buckled. Also, the stent was kinked and the barb was torn. The stent was returned attached to the push catheter by the suture thread. Additionally, a microscope inspection was performed and showed that the suture hole of the push catheter was torn. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the guide catheter was detached and stretched. The stent was returned attached to the push catheter by the suture thread. It was observed that the push catheter kinked and buckled. The stent was kinked and one barb of the stent was torn. A microscope inspection revealed that the suture hole of the push catheter was torn. The guide catheter became stretched, detached and the stent attached to the push catheter by the suture thread indicates that there were problems through the process of deployment due to the guide catheter couldn't be pulled out correctly in order to deploy the stent. These problems may be related to some difficulties provided by the kinks and buckles on the push catheter; once the push catheter had those problems, the guide catheter presented difficulties to be pulled out and took the user to apply an extra force that detached part of the guide catheter. As consequence of these conditions and the action of trying to deploy the stent the suture hole of the push catheter got torn and the stent was affected as well being kinked and tearing one barb of it while attempting to release it. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information to block e1: initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, and initial reporter phone.

Event description:
It was reported to boston scientific corporation that an flexima plus biliary stent was used during a procedure performed on (B)(6), 2021. During the procedure, it was noted that the stent failed to deploy. The procedure was successfully completed with a different size of flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury. Investigation results revealed that the stent barb was torn and guide catheter was detached, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details